Event description:
It was reported that during a da vinci-assisted prostatectectomy surgical procedure, the customer observed that the image displayed by the endoscope was reversed. The customer received phone support from the technical support engineer (tse). Tse advised the customer to reset the guided tool change involving the endoscope on the universal surgical manipulator (usm)3 and reseat the endoscope. Further troubleshooting was performed by power cycling the system however the issue persisted. Tse confirmed that the displayed image was inverted. Use of the endoscope was discontinued and the procedure was continued using a backup. No further issue was experienced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the system was inspected before use. The endoscope functioned properly until the middle of the procedure. The issue was resolved after replacing the endoscope.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa was able to confirm/reproduce the customer's reported complaint. The 0-degree endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue as well as discoloration of the instrument housing.